Manufacturer narrative:
Based on the claim against the product by the customer noting issue with arm 1, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The serial adapter would not calibrate on arm and the arm did not recognize the sterile adapter when connected. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and is ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that arm 1 not accepting adapter. The customer had changed out the drape with no change. The customer continued set up as a 3-arm case. The patient was asleep in the room. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse stated when they were draping the arm, the patient was going to sleep, and the ports were placed. The drape would not engage on the arm 1. The doctor only needed 3 arms and so they used 3 arms for the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The unit was tested on an in-house system in normal mode which triggered no errors. During visual inspection of the unit, one of the presence pins does not move all the way down. During further investigation a visual inspection of the carriage was performed, and a screw was found blocking the presence pin from traveling through its normal range. The screw was removed and the presence pin travels through its normal range the unit was tested on a psc fixture test platform (pftp) and did not fail any test in 0940 and 0960 that is related to the reported problem. The complaint regarding issue with usm was confirmed based on fa.

Event description:
Refer to h10/h11 for follow-up information.